Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement and displacement test. All currents within spec range. No unexpected pump error 25 noted during testing. However, pump error 63 alarm during self test and confirmed on formatted history file power error 25 and pump error 63 due to j6 connector resistance issue and broken trace at u1 keypad assembly. The insulin pump was received with a broken belt clip rails and broken battery tube threads. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected error alarm. Customer was able to clear alarm. Customer was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.